Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. (B)(4). This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided by reporter. Other number¿UDI: unknown part number, UDI is unavailable. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2013 due to an unknown quantity of unknown screws associated with an unknown tomofix plate. There is no allegation of complaint against the plate. The devices were initially implanted on (B)(6) 2011. This report is for an unknown quantity of unknown screws. This report is 1 of 1 for (B)(4).